Event description:
Customer reported that touchscreen on pump was unresponsive at times. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.